Manufacturer narrative:
The technician replaced the right side rail cable assembly and the right caregiver board assembly to resolve the issue.

Event description:
The account alleged that the bed was running by itself. No pt impact.